Manufacturer narrative:
H10: additional manufacturer narrative:the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry it was learned that a 25mm 7300tfx valve, implanted in mitral position, was explanted after an implant duration of 7 years, 8 months due to stenosis. The patient was presented with heart failure and shortness of breath. The explanted valve was replaced with a 9750tfx valve. The patient was stable and discharged on pod#3.

Manufacturer narrative:
A DHR was not performed, as no information regarding a device failure mode was provided. Engineering evaluation summary: an engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and there is no evidence of a product failure with regard to design, reliability, or use error. IFU review unable to be performed, as no details regarding a failure mode of the device were provided. A CAPA/scar/pra is not required as there are no confirmed product or labeling non-conformances, and no other triggers are met. Based on the information available, a definitive root cause cannot be conclusively determined. H11: corrective data: information submitted under the initial medwatch # (B)(4) was in err. Based on the additional information obtained, the relevant sections are updated accordingly, and this correction is being submitted. All pertinent information available to edwards lifesciences has been submitted.

Event description:
Through implant patient registry it was learned that a 25mm 7300tfx valve, implanted in mitral position, underwent a valve in valve procedure after an implant duration of seven (7) years, eight (8) months due to unknown reasons. The tmvr was completed with a 26mm 9750tfx transcatheter valve, and patient was in recovery at the end of the procedure.